Event description:
It was reported by service report that the scale did not work and the footboard was damaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell; footboard. Conclusion: customer indicated they would order parts and make the repairs themselves.